Event description:
Patient had left total hip arthroplasty on (B)(6) 2024. Patient went back to operating room on (B)(6) 2024 for a left hip incision with irrigation and debridement, head and liner exchange. The deep dermal layer and superficial subcutaneous layer developed a hypersensitive response to the sutures which caused wound dehiscence and potential deeper infection. One colony staphylococcus aureus isolated from anaerobic culture plates (B)(6) 2024.